Manufacturer narrative:
Product event summary: images were returned and analyzed. One image showed the sphere-9 catheter box, revealing the lot number. The other two images showed foreign material lodged within the lattice of the catheter. No definitive confirmation of a temperature sensor fault could be observed from the returned images; however, deposits were visible on the catheter. Therefore, the reported issue was observed based on data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure while performing posterior wall pulsed field ablation, a temperature sensor fault/error/failure occurred and the catheter could not be used. Deposits were observed on the catheter, and it was stated that the activated clotting times were ¿good.¿ the catheter was replaced during the procedure, and the procedure continued with the replacement device. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.